Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was a breach in aseptic technique further described as ¿touch contamination¿. It was unknown if the patient was hospitalized for this event. On an unreported date the patient had the pd catheter removed. At the time of this report the patient was recovering from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.